Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09oct2020.

Event description:
The customer reported that the unit is always alarming with a battery issue. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4:06nov2020 b4:(B)(6) 2020 the field service engineer (fse) performed the battery test on the unit per service manual step 8.5.13 for backup and external battery. All required tests passed. The field service engineer (fse) did not duplicate the customer reported problem. The unit is fully charged now. Run the unit on battery power, and no issues found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.